Event description:
It was reported that post implant procedure while still at the hospital, this right ventricular (rv) lead was suspected of a dislodgement. At device follow up, prior to the reposition procedure, the lead exhibited high out-of-range pacing impedance measurement, measuring greater than 3000 ohms and high thresholds. An x-ray was performed, and no dislodgment was observed. The lead was tested with a pacing system analyzer (psa) and optimal values were observed. It was suspected that the lead was not fully connected to the device but not observed on the x-ray. Subsequently, the physician decided to perform a revision procedure and reconnect the lead to the device and all parameters observed at psa has been confirmed. The pacing impedance measurement was now at 410 ohms and the pacing thresholds was decreased. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that post implant procedure while still at the hospital, this right ventricular (rv) lead was suspected of a dislodgement. At device follow up, prior to the reposition procedure, the lead exhibited high out-of-range pacing impedance measurement, measuring greater than 3000 ohms and high thresholds. An x-ray was performed and no dislodgment was observed. The lead was tested with a pacing system analyzer (psa) and optimal values were observed. It was suspected that the lead was not fully connected to the device but not observed on the x-ray. Subsequently, the physician decided to reconnect the lead to the device and all parameters observed at psa has been confirmed. The pacing impedance measurement was now at 410 ohms and the pacing thresholds was decreased. No additional adverse patient effects were reported. This rv lead remains in-service.